Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported that while using plate mueller hinton ii agar 20 ea mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " mold was found on the agar during use."

Manufacturer narrative:
H.6 investigation summary: material # 251177, lot/batch #: 2088793. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated and no issues were identified. This complaint is unable to be confirmed for contamination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using plate mueller hinton ii agar 20 ea mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " mold was found on the agar during use."